Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in united kingdom.

Event description:
It was reported that outside of surgery, the unit was sent for preventive maintenance because it had a deformed switch level, a damaged machined head, a damaged hinge seal, a damaged width plate, missing lock parts, and a loose swivel. There was no patient involvement. Due diligence is complete and there is no additional information available.